Event description:
It was reported that a pt underwent an open bowel resection procedure on (B)(6) 2010 and suture was used. During the procedure, a few millimeters of the needle tip snapped off inside the pt. The needle tip was left inside the pt as it was too small to find. Add'l info was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.